Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('super heavy flow/four days long of water fall like bleeding') and hypomenorrhoea ('super short period') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criterion medically significant) and hypomenorrhoea (seriousness criterion medically significant). At the time of the report, the menorrhagia and hypomenorrhoea outcome was unknown. The reporter considered hypomenorrhoea and menorrhagia to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('super heavy flow/four days long of water fall like bleeding') and hypomenorrhoea ('super short period') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criterion medically significant) and hypomenorrhoea (seriousness criterion medically significant). At the time of the report, the menorrhagia and hypomenorrhoea outcome was unknown. The reporter considered hypomenorrhoea and menorrhagia to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: hypomenorrhoea and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 22-jun-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.